Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump history was missing some data. Reportedly, the pump has not been recording all the bg level values, carbohydrate values and bolus values that the customer would input. Reportedly, all the other pump functions work as intended; however, the missing information makes it difficult at health care provider appointments. There was no known impact to the customer's blood glucose level. The customer would continue to use the pump for insulin therapy.